Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced usm 4 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed, and failure analysis investigation confirmed and replicated errors 32056, 48100, 1174 and 1123 via system logs. The usm was tested on an in-house system in normal mode where it triggered an error 32056. The usm was also tested on patient cart (psc) fixture test platform (pftp) where the unit failed with an error 23008. The usm also failed the current test. A golden pitch search light (sl) flex fiber cable (ffc) was installed, and the usm was able to pass testing. As a fix, the yaw sl assembly will be replaced. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the system had repeated errors on arm 4. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed repeated errors reported by universal surgical manipulator (usm) 4. The customer had power cycled the system and the errors persisted. The tse recommended power cycle and emergency power off (epo) of the patient side cart (psc), but the issue persisted after epo. The tse suggested replacing the psc with an available psc from another system. The customer successfully swapped the psc and continued. The procedure was converted to another da vinci system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use and had been utilized for another procedure earlier that day. There was no damage and nothing out of the ordinary noted. The issue occurred after moving the patient cart from the left side of the room to the right side to accommodate the type of surgery being performed. The blue cable was not plugged in all the way which caused a non-recoverable fault. After troubleshooting the non-recoverable fault, the system gave a recoverable fault with an error message stating to disable the arm#4. After the patient cart was exchanged, the procedure continued without issue. The procedure was completed robotically with no patient injury.